Event description:
The customer reported, the sys locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the coin battery on the single board computer. The sys operates as intended.